Event description:
It was reported that the patient is experiencing severe pain and is only able to sleep on her stomach. Patient is reporting that she is having trouble walking and is experiencing pain down to the knee. The patient is stating that she has pain and pinching in her buttock area. Patient is also experiencing tenderness. Additional information provided by the sales rep indicated that mechanically assisted crevice corrosion and secondary adverse local soft tissue reaction and pseudo tumor formation after rejuvenate femoral component due to modular neck-system mechanism of failure.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.